Event description:
It was reported to boston scientific corporation that an upsylon device was used during a robotic supracervical hysterectomy bilateral salpingectomy with sacral colpopexy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient presented with raw vagina sensation and one cc of vaginal discharge. The patient saw her primary doctor in (B)(6)about her raw vagina sensation and soaks in plain water was advised but the problem was not resolved. She occasionally uses vaginal estrogen. On the same day, she was diagnosed with atrophic vaginitis and infective leukorrhea. The patient was prescribed with osphena and vagifem. On (B)(6) 2015, the patient was diagnosed with vaginal disorder, leukorrhea, vaginal infection and atrophic vaginitis. On (B)(6) 2015, the patient's final pathology report has final diagnosis of ulcerated benign mucosa with granulation tissue and mesh allergy. Additional information received on november 26, 2015: the patient was negative to patch skin test with mesh and negative to patch skin test with sutures used during the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon device was used during a robotic supracervical hysterectomy bilateral salpingectomy with sacral colpopexy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient presented with raw vagina sensation and one cc of vaginal discharge. The patient saw her primary doctor in (B)(6) about her raw vagina sensation and soaks in plain water was advised but the problem was not resolved. She occasionally uses vaginal estrogen. On the same day, she was diagnosed with atrophic vaginitis and infective leukorrhea. The patient was prescribed with osphena and vagifem. On (B)(6) 2015, the patient was diagnosed with vaginal disorder, leukorrhea, vaginal infection and atrophic vaginitis. On (B)(6) 2015, the patient's final pathology report has final diagnosis of ulcerated benign mucosa with granulation tissue and mesh allergy.